Event description:
Customer reportedly obtained results of 129mg/dl and 268mg/dl on the advantage system within 10 minutes. A second comparison reported results of 221mg/dl and 118 mg/dl on the advantage system within 10 minutes. A third comparison reports results of 118mg/dl and 216mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.